Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient have been shoveling dirt. The patient experiencing pectoral stimulation presented in clinic. Upon interrogation, the right atrial lead exhibited low impedance. Due to tight anatomy, the physician suspected of subclavian clavicular crush. The lead was explanted and replaced. The patient was asymptomatic during procedure and recovered well post operation.